Event description:
The hosp reported that during a coronary artery bypass procedure, four heartstring iii devices failed to deploy properly. A side-biting clamp and punch were used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2012-01021, 2242352-2013-01197 and 2242352-2013-01198 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. Only the delivery device was returned; the loading device was not returned. The tension spring assembly was inside of the delivery device tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal had cracked along the third row from the center. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint for failure to deploy could not be confirmed; however, it was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There were no nonconformance recorded in the lot history. Internal file # (B)(4).